Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from (B)(6) stating that the device cannot insert cutter. It is known that the device was not being used in surgery. It is unknown if there was any user/patient injury. It is unknown if there was any medical intervention. No add'l info is available.